Event description:
The customer reported to baxter a micro volume extension set that was leaking from the connection site. The medication used is unknown. It is unknown if the leak was between two components or between the tubing and the luer. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer returned two used samples for evaluation. The samples were visually and functionally tested and the reported condition was not confirmed. There were no defects noted during visual inspection. The samples passed functional testing and pressure testing at 8psi. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.